Event description:
Patient ID: (B)(6). It was reported through the tactics registry that a 4x23mm xience sierra drug eluting stent (des) was implanted in the mid right coronary artery (rca) on (B)(6) 2020. Dual antiplatelet treatment was given after stent implantation on (B)(6) 2021 the patient experienced a myocardial infarction and 100% stenosis was noted proximal to the xience sierra stent. A non-abbott stent was implanted from the new lesion overlapping into the implanted xience sierra stent, and a drug coated balloon was used as well. On (B)(6) 2021, the patient recovered and was discharged from the hospital. It is the physician¿s opinion that the event was not related to the study as it was progression of disease. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effects of stenosis and myocardial infarction are listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.